Event description:
A physician using philips burton outpatient floor model exam light attempted to move the light by applying pressure to the light head. This force sheared the stop pin preventing the arm and head from rotating relative to the floor base. The arm and head then rotated to a point where the unit became unstable and fell impacting a nurse assistant. The nurse assistant was evaluated by a physician who reported a head contusion, small abrasion with out active bleeding, and mile swelling. The neck was supple, with no tenderness and a full range of motion.

Manufacturer narrative:
The evaluation of this complaint was performed over the phone when the complaint was initially communicated to philips burton and in subsequent follow up phone calls. The discussions were with the biomed engineer at the user facility. The engineer indicated that the stop pin intended to control the position of the head and arm relative to the asymmetrical floor base was worn and had broken. This allowed that head and arm to rotate to point where the light became unstable and the light fell. Product labeling includes the following: "warning: failure to properly follow installation and preventive maintenance instructions may result in mechanical failure." Weekly preventive maintenance checks include: "do all components appear secure (light head, arm attachment points, upright connection to the base)? Is the light head fixed in place on the upright (does not move from side to side)? If the answer to any of these questions is no, do not use the product." Also included in the product labeling "warning - these fixtures have built in stops. Do not routinely swing the arm(s) hard against the stops or severe damage will result, possibly leading to fracture of the switch housing."